Event description:
It was reported that the patient experienced a kidney infection. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information showed the patient had a kidney infection, yeast infection, and bacterial infection. It was stated the patient had a "burning and pain three weeks ago when she found out she had the infections." The patient was referred to their health care provider.

Manufacturer narrative:
Programmer model 3037, serial# (B)(4), lead model 3889-28, lot# v569218, implanted: 2010-(B)(6), explanted: unknown.